Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced episodes of low blood glucose after announcing meals as correction doses and occasionally double announcing meals, while also working with a trainer to adjust cgm targets; the event involved hypoglycemia with unclear cause and included user behavior and use-pattern concerns. Symptoms included low blood glucose in the low 60s that required carbohydrate intake and subsequently returned to range. Outcomes included no medical intervention, no emergency care, and resolution after oral carbohydrate treatment. Investigation included complaint handling and user education with troubleshooting and coaching on proper meal announcement practices. Investigation of this case revealed no device malfunction reported and user technique contributing to insulin dosing behavior. It was concluded that the event involved hypoglycemia with indeterminate root cause and that user behavior was a contributing factor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.